Manufacturer narrative:
The customer reported that a paraplegic patient was lying on the table of the system. The operator was behind the xray protection during the exposure. The patient fell down from the table on her head. The table was in horizontal position and did not move when it happened. The patient fell by himself. As a medical treatment the patient had stitches on the head. The available information seems to show that the patient didn't wait for the help from the operator and try to move by himself, maybe supposing that a cart was near the table. No information supports the hypothesis of an operator error in the use of the device and/or related to the use of the device. No information allege that the device has caused or contributed to the incident. The system worked as specified.

Event description:
The customer reported that a paraplegic patient was lying on the table of the system. The operator was behind the x-ray protection during the exposure. The patient fell down from the table on her head. The table was in horizontal position and did not move when it happened. The patient fell by himself. As a medical treatment the patient had stitches on the head.